Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. On the primary svn (B)(4), the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 03:28:00 after more than 7 days at 11.49 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 05:50:00 after more than 7 days at 11.41 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 11:06:00 after more than 7 days at 12.87 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 27-jun-2025 in the pump history file and found 3 lostsensor1alert (780) on (B)(6) 2025, 2 nodelivery alarm on ( B)(6)025 (during bolus), 6 lostsensor1alert (780) on (B)(6) 2025, 2 lostsensor1alert (780) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 battoutlimit (6) on (B)(6) 2025. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump history file lists date from (B)(6) 2025. (No data listed in the pump history file on (B)(6) 2025). Found usertimedatechange in the pump history file. (B)(6) 2025 20:56:39.000 usertimedatechange (3) systemtime = (B)(6) 2025 20:56:39.000 newsystemtime: (B)(6) 2025 01:55:41.000 on a related svn (B)(4), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 01-may-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 01-may-2025 in the pump history file due to no data available. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. No pump to mobile app unpairing anomaly noted during testing. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. The pump history file lists date from (B)(6) 2025. (No data listed in the pump history file on (B)(6) 2025 due to usertimedatechange in the pump history file). On a related svn (B)(4), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 26-jun-2025 due to no data available in the pump history file. On a related svn (B)(4), perform the history review on (B)(6) 2025, (no data available in the pump history file on the event date 26-jun-2025) in the pump history file and found 1 lostsensor2alert (781) on (B)(6) 2025, 3 lostsensor1alert (780) on (B)(6) 2025, 2 nodelivery alarm on (B)(6) 2025 (during bolus), 6 lostsensor1alert (780) on (B)(6) 2025, 2 lostsensor1alert (780) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 battoutlimit (6) on (B)(6) 2025 pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump was received with cracked case at the battery tube side and cracked case at corner of the belt clip rail (related svn (B)(4)). The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. No communication-between pump & mobile app not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of less than 50 mg/dl. The customer also reported no power to the insulin pump. The event involved product(s) mmt-1884, mmt-332a, mmt-242a & mmt-7040a. Troubleshooting was partially done, found the customer needed glucagon injections and was hospitalized. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884, mmt-332a, mmt-242a & mmt-7040a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.